Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient initially experienced irritation and a sore right eye (od) along with some photophobia on (B)(6) 2015. On (B)(6) 2015, the patient was seen at the eye hospital and the doctor confirmed it was a corneal ulcer. The patient was treated for a bacterial infection and prescribed eye drops. On (B)(6) 2016, the patient's symptoms had worsened with severe photophobia, increased pain, and blurred vision. The patient was diagnosed with fusarium keratitis on the outer central/nasal border of the cornea and prescribed medication to preclude permanent impairment of the eye. The treatment concluded at the end of (B)(6) and the medication prescribed reacted well to the corneal ulcer. The patient states she continues to experience blurred vision. It is unknown if this event resulted in any permanent conditions. The patient permanently discontinued lens wear on (B)(6) 2016. This event remains unresolved. Additional information received will be provided as a supplement report.

Manufacturer narrative:
Device involved in the event was not returned, product from the same manufactured lot returned to manufacturer for evaluation. Product evaluation has been completed and no defect or faults have been found. The association between coopervision lenses and the event is unconfirmed.

Event description:
Cvi is in receipt of additional information. Medications prescribed were 5% natamycin eye drops and 0.3% ofloxacin eye drops. As a result, the patient has corneal opacities within the central area of the cornea in the right eye (od). The ulcer resolved on (B)(6) 2016 and the patient's visual acuity has resolved ((B)(6)). The patient was discharged and the event has fully resolved.